Event description:
Add'l info rec'd from MFR 6/28/02: the pump was returned from the hosp for evaluation. The unit infused correctly (19.8 ml of the 20ml for a 1% of error (specification is +/-3%) and alerted occlusion within spec. The unit alerted load syringe plunger appropriately both with the plunger retainer improperly loaded and if dislodged during infusion. The unit was tested for plunger-holding capabilities in a negative pressure environment. The plunger retainer held correctly. The pump history indicated that the syringe plunger became dislodged and the unit alerted approx 23 secs into the infusion, not approx 110 mins as reported. This alert would have stopped the infusion, however with the syringe dislodged, the contents could have been sucked into the line by the negative pressure of the ECMO unit. Medex to download the pump history and to evaluate the pump as long as no servicing was performed. In the operations manual for the pump under the precautions section it states, "it is recommended that this pump not be used in situations where the syringe is connected to a system much less than atmospheric pressure (i.e., negative pressure below - 100 mmhg). At certain pressures, the plunger could be pulled from the retainer resulting in a siphoning situation and the resulting complications of an overdelivery, which could include serious injury or death." Medex has reviewed this issue and feels that the current labeling is appropriate.

Event description:
Pt on ECMO with a syringe pump medifusion model 2010 attached. A new syringe was prepared containing heparin 7,000 units and placed into the I-med delivery chamber. The infusion was started at 1630. At 1820 the I-med alarmed and the syringe was empty. It was noted that the buttress (handle) end of the plunger slipped out of the delivery arm. Syringe contents were sucked into the circuit on the negative side of the roller pump and raceway. Heparin dose was delivered to the pt. The pt had to be transfused with packed red blood cells and fresh frozen plasma to correct ptt.